Event description:
It was reported that complete av block and syncope were observed. Twiddlers syndrome was suspected as causing exit block. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.